Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "up" and "contrast" buttons were found to be intermittently responding. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "up" and "contrast" buttons were found to be intermittently responding. The keypad was found to be intact with worn symbols. The keypad was removed and contamination was observed under all of the button contacts.